Event description:
It was reported that balloon rupture occurred. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated during the procedure at 12 atmospheres at first and second inflation. However, on the third inflation at 16 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported. Patient was in good condition.